Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprosthesis. Trunk-ipsilateral leg endoprosthesis was deployed, and ipsilateral leg was in the left side. It was reported that the physician could not cannulate the trunk-ipsilateral leg endoprosthesis gate because the contralateral gate was compressed. The physician elected to convert to aorto-uni-iliac, so two aortic extender endoprostheses were deployed inside the trunk-ipsilateral leg endoprosthesis. The right common iliac artery was embolized by plug. A femoral-femoral artery bypass was made. The patient tolerated the procedure.